Event description:
Complaint indicated loss of linearity at >200mg/dl.

Manufacturer narrative:
Initial reporter indicated that performance failure of device did not result in pt results being reported; however, under certain conditions, if the malfunction was repeated, it may be possible that inaccurate results may be generated. (B)(4)